Manufacturer narrative:
(B)(4). The analysis results found that the 2h12lp device was received with the olive plug broken and the locking cam separated due to this condition; the locking cam was returned inside a bag. Upon visual inspection, the tip of the sleeve was found to be in good condition and not damaged as it was reported. One possible cause for the damage found on the olive, may be excessive external load placed on the device. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the tip of the outer sleeve was distorted, which seemed to be a thermal distortion. However, the device was used as is to complete the case. There were no adverse consequences to the patient.